Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture or breakage') and embedded device ('there was a small piece of the left coil embedded in the left uterine cornua') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, nabothian cyst, metaplasia, cystoscopy, uterine fibroid, female sterilization, uterine bleeding and fibroid uterine enlarged. Concurrent conditions included spotting vaginal. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), menstruation irregular ("unusual bleeding/ unusual period") and abdominal pain lower ("cramping"). The patient was treated with surgery (robotic assisted vaginal hysterectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, genital haemorrhage, pelvic pain, menstruation irregular and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, embedded device, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: complete occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: mr received: event " there was a small piece of the left coil embedded in the left uterine cornua", medical history, patient aka name, reporter information, patient demographic were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture or breakage') and embedded device ('there was a small piece of the left coil embedded in the left uterine cornua') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, nabothian cyst, metaplasia, cystoscopy, uterine fibroid, female sterilization, uterine bleeding and fibroid uterine enlarged. Concurrent conditions included spotting vaginal. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), menstruation irregular ("unusual bleeding/ unusual period") and abdominal pain lower ("cramping"). The patient was treated with surgery (robotic assisted vaginal hysterectomy, cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, embedded device, genital haemorrhage, pelvic pain, menstruation irregular and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, embedded device, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: complete occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device fracture or breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included spotting vaginal. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), pelvic pain ("pain"), menstruation irregular ("unusual bleeding/ unusual period") and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove implant device). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, menstruation irregular and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device breakage, genital haemorrhage, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: complete occlusion of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received. New event device fracture or breakage, unusual bleeding, cramping was added. Removal date, cluster ID was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.